Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and radius, creases fold, wear abrasion. Leak test and microscopic analysis was performed which identified: opening creases smooth, opening striated, broken striated, missing shell (0-25%) and crack on diaphragm valve. Based on the device analysis the final assessment is: an opening crease smooth on posterior due to fold flaw opening. A striated opening due to surgical damage consist in the use of some surgical tool. A striated broken due to surgical damage consist in the use of some surgical tool. A cracked valve seat diaphragm valve. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation noted as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.